Event description:
It was reported that the customer was hospitalized three times due to hypoglycemia. The customer's doctor decided that the insulin pump caused the event. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.